Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and a blood glucose reading over 500 mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. The customer changed the pump supplies to resolve the issue and continued to use the pump for insulin therapy.